Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 143 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they fell on the insulin pump, the date and time had random dots on the display screen and the right of the display screen has a large ink blot. Customer advised the battery charge indicator does not show up on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a cracked/bleeding lcd glass. The pump also had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.